Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17774, 1627487-2021-17776 it was reported that patient lost effective therapy. It was confirmed that leads have migrated. As a result, the surgical intervention was undertaken where in all leads were explanted and replaced.